Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the reported event occurred due to application of an outer force and improper handling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed due to a broken cable. The evaluation also found a chipped light guide, outer tube bending, outer tube dent, and dip marks on the tip. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the video telescope "endoeye hd ii", 5.4 mm, 30°, autoclavable has a broken cable. The issue was found during device cleaning. Inspection and testing of the returned device found a chipped light guide. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.